Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting could not be performed. The customer pulled their set in the emergency room while going on an IV drip and noticed that the cannula was bent. However, the high-pressure test was completed and found that the customer does not use their fixed prime. The customer rewound the pump and connected.